Manufacturer narrative:
Outcome of investigation pending. A final report will be submitted upon completion.

Event description:
Two caregivers were transferring a male resident from his wheelchair using a xl mesh multipurpose sling with a medcare full body lift system. The resident was lifted from the wheelchair, as he was being moved to his bed, the sling leg loop broke. The resident fell forward and the caregivers grabbed him and guided him gently to the floor. He was not injured.

Event description:
Two caregivers were transferring a male resident from his wheelchair using a xl mesh multipurpose sling with a medcare full body lift system. The resident was lifted from the wheelchair, as he was being moved to his bed, the sling leg loop broke. The resident fell forward and the caregivers grabbed him and guided him gently to the floor. He was not injured.

Manufacturer narrative:
The sling was inspected from and the pictures received also show brittleness and ultimate separation could occur from exposure to high heat during laudering causing the fibers to shrink. The sling was also found to contain chlorine or chlorine like substances from testing performed by an external lab. If chlorine or chlorine like is used it would weaken the polypro fiber strap over time. The sling returned did not have label to determine the age of the sling. The risk of strap breaking increased with the exposure to chlorine. User facility was informed of the testing results and provided a copy of chemicals to avoid the impact on material integrity. User manual states - user must perform visual inspection to check for damages to straps prior to using the sling. Root cause: user error and misuse. No pre-inspection performed. Corrective action: no corrective action is planned by the manufacturer at this time.